Manufacturer narrative:
Additional information was received that heparin was administered during the procedure. The first act (activated clotting time) was drawn approximately 30 minutes into the procedure resulting in an act of 291. An additional act was drawn approximately 10 minutes later resulting in an act of 316. It was reported that the patient coded and received the first round of cardiopulmonary resuscitation (CPR) approximately 12 minutes after the second act was drawn. It was reported that the transcatheter case was approximately an hour and a half, before it was converted to an open surgical procedure. It was also reported that the patient had an existing diagnosis of atrial fibrillation (afib) and had been on coumadin. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that during the open surgical procedure, the transcatheter valve was removed. The valve was supr a-annular and was held in place by the cage above the sinotubular junction. A large thrombus/embolus was obstructing the left main coronary artery was reported and was removed. The transcatheter valve was explanted and replaced with a stented aortic bioprothesis surgical valve. A ventricular assist device was placed. The patient was unable to be weaned off and developed pulseless electrical activity (pea), profound hypotension and was unresponsive to medications. The patient died in the operating room. The cause of death according to the physician was left main embolus complicating the transcatheter implant. An autopsy was not performed. Updated h.6 - patient codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: envpro-16-us, serial/lot #: (B)(4), ubd: 24-jul-2021, UDI#: (B)(4). Product analysis: the valve remains implanted and the delivery catheter system (dcs) was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the patient became hemodynamically unstable following the first attempt to deploy the valve, which was partially deployed to 80%. The valve dislodged out of annular seating and was immediately recaptured. The patient¿s pressures became unstable and remained that way without recovering despite advanced cardiovascular life support (acls) efforts. The valve was repositioned a second time and was fully deployed successfully, resulting in an optimal implant depth. The patient was closely monitored however the pressures remained sub-optimal. It was reported that the coronary embolization and left main coronary artery occlusion caused the patient to become hemodynamically unstable. Per the physician, the cause of the coronary occlusion was the embolization. The cause of the embolization was unknown. The patient was placed on cardiopulmonary bypass (cpb) and the procedure was converted to an open surgical procedure where the transcatheter valve was explanted. The patient died following the open surgical procedure. The cause of death was not reported. It is unknown whether an autopsy was performed.